Event description:
Infiltrative keratoconjunctivitis resulted from using the combination of oasys contacts and optifree solution. Our eye dr filed a complaint with the FDA in august, 2009, as he has seen a significant number of patients with this reaction. He advised us to file this report. Pt began using oasys in 2009 and began having problems the following month. Dose or amount: normal usage. Dates of use: 2009. Diagnosis or reason for use: new prescription to use oasys contacts. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.